Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 67 mg/dl and juice was consumed to address the bg level. The low bg was due to the customer incorrectly estimating the amount of carbohydrates that were consumed.